Event description:
Literature: boex c, seeck m, vulliemoz s, et al. Chronic deep brain stimulation in mesial temporal lobe epilepsy. Seizure.2011;20(6):485-490. (B)(4). Summary: the authors evaluated the efficiency and the effects of changes in parameters of chronic amygdata-hippocampal deep brain stimulation (ah-dbs) in mesial temporal lobe epilepsy (tle). Eight pts received chronic ah-dbs (130 hz, follow-up 12-24 months) between (B)(6) 2002 to (B)(6) 2008: two pts with hippocampal sclerosis (hs) and six pts with non-lesional mesial tle (nles). The effects of stepwise increases in intensity (0-off to 2 v) and stimulation configuration (quadripolar and bipolar), on seizure frequency and neuropsychological performance were studied. The two hs pts obtained a significant decrease (65-75%) in seizure frequency and high voltage bipolar dbs or with quadripolar stimulation. Two out of six nles pts became seizure-free, one of them without stimulation, suggesting a microlesional effect. Two nles pts experienced reductions of seizure frequency (65-70%), whereas the remaining two showed no significant seizure reduction. Neuropsychological evaluations showed reversible memory impairments in two pts under strong stimulation only. Reportable event: the authors reported on a (B)(6) male (pt 5) who received a unilateral device with one lead on the right side. There were no haemorrhagic or infectious complication however displacement of the lead occurred during the stimulator implantation procedure resulting from an involuntary traction on the lead, necessitating reimplantation.

Manufacturer narrative:
(B)(4). It was not possible to ascertain specific device information from the article or to match the events. At this time no additional information was available, additional information regarding the pt and the device has been requested.